Event description:
It was reported that this right atrial (ra) lead experience a dislodgment. The patient manipulation of the lead through the skin (i.e., twiddler's syndrome) was the suspected cause of the dislodgment. The patient underwent a surgical intervention to explant and replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient had a surgical procedure. This lead was thoroughly inspected and analyzed. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the dislodgment. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown reasons. This lead was replaced. No additional adverse patient effects were reported. Reported